Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The reported product was used in surgery for l5 separated spondylolisthesis, stabilizing l5/s tlif, on (B)(6) 2017. It was found that the last intervertebral disk of l5/s had become hardened. So, the surgeon hammered (hammer¿s part number unknown) the reported needle ¿conf needle diamond 11g 6in (283903611)¿ up to the hardened area of the intervertebral disk. After the needle reached the hardened area, he tried to remove the outer sleeves on both sides. However, he had difficulty removing the outer sleeves, especially the one on the left-s1 side. He even tried to pull out the outer sleeve on the left-s1 by upward hammering. When the outer sleeve on the left-s1 was finally removed, it was broken approximately 4 cm from the tip. In order to remove the fragments remained in the patient¿s body, the surgeon tried to enlarge the incision made by pps (percutaneous pedicle screw) system. He opened the incision, hollowed the pedicle with a small gouge (part number unknown), and removed the fragments. Postoperative CT scan approved no fragments left in the body. The surgery was completed with an approximate 30-minute delay.

Manufacturer narrative:
Visual examination of the returned device found the cannulated sleeve for holding the needle had fractured approximately 50mm from its tip. The needle was subsequently submitted for fracture analysis. Optical images of the fractured segments show evidence of bending, crushing, and twisting. This may suggest that the tip failed via a cantilever load while turning the instrument. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause of the needle sleeve tip breaking cannot be determined from the sample and the information provided. The results of fracture analysis have determined that a probable root cause is bending, crushing, and twisting as a result of cantilever load placed on its tip while turning the instrument. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.